Event description:
"I just got a new tens unit. It is 21/2 inches wide. The electrode wires stick out one inch on each side. This makes this unit very difficult to use. It must be worn on a belt, it will not fit in a normal size pocket. The supplier says that it is FDA's regulation that requires this. People are getting shocked. If it is used correctly this will not happen. I have used tens units since about 1980. I have no problems. I do now, because this unit is not suitable in its electrode wire design. The wire hook up is not as good as FDA probably wanted. It does not stay connected as it should. You have a product that is limited in its use. No one that is active could find this design adequate. Shocks come from the other end of the electrodes, when it gets disconnected from the pads, not at the unit end.